Manufacturer narrative:
The customer reported problem of 8015 no ac power indicator was confirmed. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device has no ac indicator. The tech recommended replacing the keypad due to the recall. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device has no ac indicator. The tech recommended replacing the keypad due to the recall. There was no patient involvement.